Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experiences recurrent cellulitis, skin overgrowth and swelling at the implant site. The patient has been treated with oral antibiotics (date and duration not reported). The implanted device remains.